Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that motion batteries were replaced and motion charging voltages were verified to resolve the issue. Representative reported that while reviewing logs, reported that the site was keeping the system charging while on much better charging and the charge capacity of the previous batteries have significantly reduced due to site completely discharging batteries many times. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system was powering down between spins and was loosing battery power even when plugged into outlet. The procedure was completed with the use of imaging. No information was provided on delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Patient information was received from the site.

Manufacturer narrative:
Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Motion batteries component replaced to resolve and verified motion charging voltages. Number of people exposed: patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.